Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. The air gas module was found defective and replaced. After replacement, the ventilator passed all functional, safety, and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. No device logs were received and the replaced part was not returned for further investigation, therefore, the root cause for the failure could not be determined. A correction of field # d1 brand name, # d4 version or model # d1 - brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 - version or model # - previous version or model #: servo-s, corrected version or model #: 6640440 the unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).